Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed physical damage to a connector causing a cable to not be held in place. This resulted in analyzed button not being able to function as intended. This report is consistent with mis-handling of the device by the end user. Component root cause could not be firmly established due to the observed damages. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.